Manufacturer narrative:
(B)(4). The fourth cds (60107u101) was placed medial but grasping was difficult due to the anatomy and the clip became caught in the chordae. The clip was inverted and retracted to the la and a new chordal rupture was observed. The mr had increased to 4. Due to the anatomy, grasping could not be performed. The decision was made to remove the cds and not deploy the 4th clip. With the three clips implanted mr remained at 4. No further treatment has been planned but the physician will discuss the option of mitral valve replacement surgery. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The other clip delivery system (cds 60107u101) referenced is being filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the second clip delivery system (cds 60111u115), the clip became caught in the chordae resulting in chordal damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It appeared that there was not a lot of lateral leaflet and a lot of chordae present. Imaging was difficult during the procedure. The first clip delivery system was advanced to the mitral valve leaflets and the clip was deployed. The mr was reduced to 1-2. The second cds (60111u115) was advanced to the mitral valve; however, a lot of chordae was present and the clip became stuck on the chordae. The clip was inverted and brought back to the left atrium (la). It was observed there was chordal rupture and the mr increased back to 4. The leaflets were re-grasped more lateral and the mr was reduced to 3-4. The third cds (60107u102) was advanced to the mitral valve for placement between the first two clips; however, grasping was difficult due to the anatomy, and every time the leaflets were grasped, the mr jet would move either medial or lateral depending on the location of the grasp. The clip was deployed with a slight reduction of mr to 3+.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported clip becoming caught in the chordae, resulting in difficulty removing the device, was related to challenging patient anatomy. The reported patient effect was determined to be a result of procedural conditions due to the clip becoming caught in the chordae. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.